Event description:
It was reported that the nail fractured requiring a revison surgery to correct.

Manufacturer narrative:
(B)(4): the facility did not report failure code 810:11. Failure code 810:11 was discovered during the product evaluation at baxter. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation CAPA-(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The customer reported a colleague infusion pump with failure code 810:11 that was cause by the ail pcb (air in line printed circuit board) to be out of calibration and was recalibrated by service. The event occurred during product evaluation. There was no documented patient injury, adverse event or medical intervention related to the reported condition. No additional information is available. The user interface module master software version for this device is 6.13.90, categorized as remediated.